Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the implant showed evidence of manipulation from implantation and removal procedures. No other issue was identified over the surface of the device. Due to x-ray evidence provided, migration can be confirmed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tfna helical blade perf l105 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: elmira / packaged, sterilized and released by: monument. Manufacturing date: 23-nov-2024. Expiration date: 01-oct-2034. Part number: 04.038.405s, tfna fenestrated helical blade 105mm -sterile. Lot number: 39932p7 (sterile). Device history review: a manufacturing record evaluation was performed for the finished device with batch number 39932p7. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant) h3, h6: photo investigation: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photo and x-ray revealed that tfna helical blade perf l105 tan had migrated from original positioning. X-ray image shows a nail, a blade and screws construct in the right femur, review of the visual evidence could confirm that the blade backed out to towards the pelvis bone. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tfna helical blade perf l105 tan. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 23-nov-2024 expiration date: 01-oct-2034 part number: 04.038.405s, tfna fenestrated helical blade 105mm -sterile lot number: 39932p7 (sterile) lot quantity: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number 39932p7. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: on (B)(6) 2025, the patient sustained a motorcycle accident. He hurt his right hip. He could not move his right hip due to pain. Diagnosis, closed displace unstable intertrochanteric fracture of right femur on (B)(6) 2025, surgery performed. Mini-open reduction internal fixation with tfna right hip. The surgery was successful. On (B)(6) 2025, ambulation with walker with partial weight baring right leg. Patient hospital discharge post-operative follow-up: at 1 month: post-operative for 4 weeks, he is doing well with full weight-bearing walking without crutches. At 2 months: post-operative for 2 months, he is doing well with no pain in the right hip. He can walk normally since after the operation and sometimes uses a walker. On (B)(6) 2025, an abnormal film was found where the blade head penetrated the hip joint. The doctor examined the patient, who could walk normally, and found only slight pain around the knee. We (hospital) would like to seek consultation and assistance in diagnosing the adverse event in question. The inquiries are as follows: 1. Is there a rate of occurrence for this adverse event? If so, what is the incidence rate? 2. What is the presumed cause of this event? 3. What precautions or considerations should be taken? The photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo from attachment: _external_ report case _ tfna implant failure, _external_ follow up report case _ tfna implant failure. Visual analysis of the photo and x-ray revealed that tfna helical blade perf l105 tan had migrated from original positioning. X-ray image shows a nail, a blade and screws construct in the right femur, review of the visual evidence could confirm that the blade backed out to towards the pelvis bone. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tfna helical blade perf l105 tan. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 23-nov-2024 expiration date: 01-oct-2034 part number: 04.038.405s, tfna fenestrated helical blade 105mm -sterile lot number: 39932p7 (sterile) lot quantity: (B)(4). Review of the DHR file: fenestrated helical blade was manufactured by elmira; lot number 37747p8 qty (B)(4). Parts were packaged, sterilized, and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll), lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by (B)(4) was reviewed and was determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 39932p7. No nonconformities or manufacturing irregularities have identified related to the complaint condition. 27-may-2025: DHR reviewed a manufacturing record evaluation was performed for the finished device with batch number 39932p7. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient sustained a motorcycle accident. He hurt his right hip. He could not move his right hip due to pain. Diagnosis, closed displace unstable intertrochanteric fracture of right femur on (B)(6) 2025, surgery performed. Mini-open reduction internal fixation with tfna right hip. The surgery was successful. On (B)(6) 2025, ambulation with walker with partial weight baring right leg. Patient hospital discharge post-operative follow-up: at 1 month: post-operative for 4 weeks, he is doing well with full weight-bearing walking without crutches. At 2 months: post-operative for 2 months, he is doing well with no pain in the right hip. He can walk normally since after the operation and sometimes uses a walker. On (B)(6) 2025, an abnormal film was found where the blade head penetrated the hip joint. The doctor examined the patient, who could walk normally, and found only slight pain around the knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.